Manufacturer narrative:
(B)(4). The reported condition of bleeding with end tones was not confirmed. The device was activated on porcine kidney tissue with acceptable results. A visual thermal effect and end tones were generated when grasping tissue in the center of the jaws.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that bleeding of less than 200 cc was observed during an ladg procedure. End tones, indicating a completed seal cycle, were heard. This occurred 7 hours into the procedure. The customer noted that they cleaned the device ¿very frequently¿. There was no injury to the patient.